Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as collapsing. The customer was wearing the insulin pump during the incident. The customer stated the pump did not alert them to the low due to sensor glucose versus blood glucose differences. Troubleshooting was not completed as the customer could not be reached back. The customer had a low of 24 mg/dl 3 weeks prior to the call and was screaming in their sleep. The insulin pump will not be returned for analysis.